Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), update the device available for evaluation (see section d10), provide the second aware date received by manufacturer (see section g4), update device evaluated by manufacturer (see section h3), provide the event problem and evaluation codes (see section h6), and provide additional manufacturer narrative. The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Event description:
Additional information was received and it was reported that the study was for a transesophageal echocardiography (tee). There was no confirmation whether the complaint occurred before or during the tee. It was reported that the rotary knob on the transducer was not working and the probe temperature appeared to have increased faster than the user expected. Since patient/user injury question and other pertinent questions were answered with an "n/a", it is believed that the reported phenomenon occurred prior to the intended procedure. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see section h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: during investigation of the device, a broken/cracked knob was found. The most probable cause can be an issue during the cable assembly manufacturing process. A supplier corrective action was initiated.

Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
Mechanical failure of the device. The investigation is in progress.